Manufacturer narrative:
Info was rec'd via an attorney representing the patient's family. Device evaluation. Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing results of the evaluation.

Event description:
Rec'd notice of litigation from an attorney. The report regarded a pt who had a complicated med history including adenocarcinoma of the colon and hypertensive cardiovascular disease. The claim stated that the pt was receiving 5fu via the suspect med device the day before he expired. No malfunction of the device is reported; however, the claim states the pt "passed away from 5-fu poisoning. Currently no add'l info is forthcoming and the device was not made available for evaluation